Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not closed or locked. In the hardware test application, the position sensor was not functioning, and the latch was showing as open. When attempting to close the drawer, the lock was not engaging. A field service engineer (fse) replaced the position sensor and latch sensor and adjusted the rails and latches. The drawer was eventually restored to full functionality and was tested multiple times in the hardware test application with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer 2.1 would not stay closed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.